Event description:
It was reported that the patient was experiencing twitching in the pocket about 20 percent of the day with pocket pain and 'jolts' of pain that were increased with increasing left ventricular (lv) pacing outputs and reduced when lv pacing output decreased. It was also reported that there was an alert for the lv lead having impedance of less than 200 ohms. A possible insulation breach was questioned. Follow up was sent to determine if anything was done for resolution of the patient symptoms. The lv lead remains in use. It was further reported that due to the patient feeling a shocking/burning pain all around the device that the physician suspected there was a battery leakage from the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed and no anomalies were found. Concomitant product: 0158 competitor implantable defibrillation lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed and no anomalies were found. Concomitant product: 0158 competitor implantable defibrillation lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4)